Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported after turn on- device not display one segment on bpm display. No patient impact or consequence reported.

Manufacturer narrative:
The returned device was evaluated. External inspection revealed minor cosmetic damage. The device was able to power on using both ac and battery power, when powered on some segments failed to illuminate correctly. The device is able to engage in monitoring and alarms visually and audibly under alarm conditions. It was determined the ui board is defective.